Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral, popliteal, and peroneal arteries using an indigo system catrx aspiration catheter (catrx) and a guidewire (.014"). During the procedure, the physician used the catrx to complete passes in the target vessels. Subsequently, the catrx was removed from the patient, flushed, and placed on the back table; it was also reported that angioplasty was performed. The physician decided to perform thrombectomy in the posterior tibial artery and began re-advancing the same catrx. However, the physician encountered resistance while advancing the catrx over the guidewire through the rapid exchange port. The catrx was removed and the rapid exchange port was flushed; however, it was reported that this did not improve trackability. Therefore, the catrx was no longer used. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.